Event description:
A customer in (B)(6) notified biomérieux of misidentifications for blood culture isolates from two patients in association with api® rapid ID 32 strep (lot 1005704650) test strip. The customer reported the api® test was performed from columbia blood agar, and an identification of enterococcus gallinarum was obtained twice with the api® test strip. Testing was also performed with vitek® 2 and vitek® ms, and both identified enterococcus faecium (99.9%). The customer stated an identification of enterococcus faecium was reported to the physician. The customer reported there was no impact to patient results or treatment, and there was no delay for reporting results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported misidentifications of enterococcus faecium as enterococcus gallinarum for two patient isolates in association with api® rapid ID 32 strep (lot 1005704650) test strip. The customer submitted the strains and test strips for evaluation. An investigation was performed. Rapid ID 32 strep strips from the retained kit of the impacted batch 1005704650 were tested with each strain mentioned in the current package insert version 07924i - fr - 2009/03 : ° streptococcus agalactiae atcc 12401 (cq 182) ° streptococcus equi spp equi atcc 33398 (cq 176) ° streptococcus vestibularis atcc 49124 (cq 178) excellent identification results were obtained for all three of the strains. The customer's strain was tested on the following rapid ID 32 strep strips : ° retention kit batch 1005704650 ° customer batch 1005704650 ° reference batch all three batches gave an identification to enterococcus gallinarum with a doubtful profile. A doubtful profile requires the customer to perform complementary tests for identification. The internal sequencing test was not successful for identification of the customer's strain. The investigation did not reproduce the customer's issue. In conclusion, the customer's strain has similar biochemical behaviors with an enterococcus faecium strain. A doubtful profile was obtained with the customer's strain, indicating additional testing is needed for identification. The manufacturer's FDA registration number of (B)(4) located within the report number of 1950204-2017-00475, should have been reported as (B)(4) to reflect the device manufacturing site.